Event description:
The patient was revised to address osteolysis and poly-wear of the insert.

Manufacturer narrative:
Examination confirmed unanticipated polyethylene wear. The investigation found evidence of entrapped third body debris and articulation with cement and/or bone contributing to accelerated wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.